Manufacturer narrative:
Correction: after further evaluation, this file has been deemed to be a non-reportable event and shall be regarded as a complaint. The initial report on the liberty cycler was sent in error. The reported condition of fullness and difficulty breathing does not constitute a reportable event. Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that during treatment, he experienced fullness and shortness of breath.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported that during treatment, he experienced fullness and shortness of breath.